Event description:
It was reported that the quick bolus button on the device would not turn on screen unless the device is plugged into a power source.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.